Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Rep was notified by hospital staff 1 day post-revision that a liner exchange had been performed in the patient's knee due to suspected infection. No stryker reps were present. Rep confirmed that no further information will be released by the hospital or surgeon.